Event description:
A physician therapist reported that ac boots caused pressure ulcers on posterior of a patient's leg and plantar foot surface. It was initially thought the boots were an incorrect size, however, customer support determined they were the correct size based on the patient's measurements given at the time of the complaint call. Patient had been in hospitals and nursing homes and the physical therapist does not know who put the boots on them or how long they had them or how many hours per day they had been wearing them. The patient cannot walk, so the boots have not been used for walking. (2) two each are affected. Patient is tall and the therapist thinks the boot is too short. They cannot achieve a 90 degree angle that is needed. They are going to try to find a different product for this patient.